Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that parts of the display screen text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump black box and alarm histories showed that multiple cs 087 call service alarms were recorded. During testing, the pump emitted a cs 069 call service alarm upon start-up. The display was found to be fully functional with no missing segments or blank areas on the display screen. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).